Event description:
Related manufacturer reference number: 2017865-2025-75501. Related manufacturer reference number: 2017865-2025-75502. It was reported that patient presented with neither the right atrial (ra) or right ventricular (rv) leadless pacemaker (lp) capturing. Patient was exhibiting sinus bradycardia of 40 beats per minute (bpm). It was noted that the ra lp capture threshold was unable to be tested at implant due to patient being in atrial flutter, and rv lp was known to be capturing on (B)(6) 2025. Physician decided to explant both devices on (B)(6) 2025. After unpairing the devices, the rv lp was successfully reimplanted. However, the ra lp was then unable to be interrogated or paired with the rv lp. A second ra lp was opened and implanted, but the failure to capture issue occurred again. Physician decided to only have the rv lp implanted in the patient, as he suspected there may be no viable ra positions at the time. Patient was stable.

Manufacturer narrative:
The reported event of capturing problem was not confirmed. Visual inspection showed that the outer helix and inner helix were within specification. Electrical features were analyzed and the device exhibited normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.